Event description:
A coronary stenting procedure was conducted to treat 90% stenosis in the proximal circumflex and the left main to the proximal left anterior descending (lad). There was no info regarding the lesions. To treat the proximal circumflex, a 3.0x18mm cypher stent was implanted at 16atm for 30 seconds by direct stenting. Post-dilation was conducted with the sds balloon at 20atm for 30 seconds. The cypher at the proximal circumflex was not overlapped with a previously implanted cypher stent at the distal circumflex. To treat the left main and proximal lad, pre-dilation was conducted with a 3.0x20mm balloon at 18atm for 10 seconds. A 3.0x28mm cypher stent was implanted at the target lesion at 20atm for 10 seconds. Post-dilation was conducted with a 3.0x20mm balloon at 20atm for 10 seconds. The residual % of stenosis was 0% at all lesions. Fourteen months later the pt complained of chest pain. Coronary angiography was conducted and restenosis was observed in the proximal circumflex. There was 99% restenosis. To treat the restenosis, balloon angioplasty was conducted with a 3.5x15mm balloon at 20atm for 50 seconds. The residual % of stenosis was 0%. Two weeks later the pt was in stable condition. The following week, the pt was discharged from the hospital.

Manufacturer narrative:
This device is distributed outside the us; however, it is similar to the us product. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within 30 days receipt.